Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The evaluation found the teflon jaw burned and the probe burned at the distal tip. The outer sheath of the insertion section was found loose and buckled. The device was sent to the original equipment manufacturer (OEM) for further evaluation. The OEM evaluation found slits on the outer sheath. The insert/withdraw procedure was duplicated by the OEM using a trocar and the reported buckling was able to be reproduced. The user facility reported that the device was subjected to steam sterilization. This method could cause to the outer sheath to becoming wrinkled.

Event description:
It was reported that during lap nissen procedure, the teflon pad was damaged. The outer sheath of the insertion section was peeling and bubbling. There was no report of pt injury. No additional information was provided.